Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated incisional hernia. It was reported that after implant, the patient experienced adhesions, mesh deformation/migration, meshoma/balling, recurrence, abdominal pain, and weight loss. Post-operative patient treatment included mesh removal and revision surgery.